Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. The customer stated that the pump was dropped onto a cement surface and the touchscreen became cracked. The customers blood glucose (bg) level was impacted 250 mg/dl. It was indicated that the customer had manual injections available for alternate insulin therapy.